Manufacturer narrative:
Device used for off label indication. The indication the device was used for was the treatment of cluster headaches via occipital nerve stimulation.

Event description:
Information was received via a manufacturer representative from a healthcare professional of a physician initiated study for intractable cluster headache by occipital neurostimulation. It was reported there was pain near the battery and, therefore, repositioning. It was also reported the system was removed. It's unclear if the same battery migrated twice or if two different batteries migrated. Additional information was requested to clarify the event and reason for removal of the system. A supplemental will be filed if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It's unclear if the same battery was repositioned twice due to the pain or if two different batteries were repositioned due to the pain.

Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.